Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise. Provocative maneuvers were performed in order to evaluate the system, and the noise was observed on all vectors. Lead fracture is being suspected. X-rays were performed which were inconclusive. It was determined that the origin of the noise was due to the placement of the device, based on the fact that no mechanical noise was observed. The system was reprogrammed the on alternate vector, and the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.